Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The icy catheter (lot # unknown) was used in ivtm therapy. The customer reported that the catheter was leaking during the treatment. A catheter leak check per zoll instructions for use (IFU) was performed, and device malfunction of the start-up kit (suk) was ruled out. The customer did not provide any further information regarding the details of the incident. The patient's status information was requested, but the customer did not provide a response.